Event description:
The customer stated, that after an rf overflow error message was displayed and high impedance was observed on the stockert generator, the reference patch was replaced on the pt's back and the case was successfully completed. It was reported that blisters were observed on the pt's left upper thigh the following morning and the pt developed systemic allergic reactions with an itchy rash over torso and legs. Pt status has been reported as improved as the pt was observed by a plastic surgeon and dermatologist. Inadine dressing are being used for the wound. Other medication reportedly being administered to the pt are: IV hydrocortisone, antihistamine and dermovate cream. It was reported that the anticoagulant has been changed from warfarin to sinthrome.

Manufacturer narrative:
.